Manufacturer narrative:
The manufacturer previously reported a ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During evaluation, the device failed testing and the sensor board was replaced to address the issue. This MDR is being submitted as part of a batch submission of previously closed complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review. During the evaluation of the device at the manufacturer's service center, the device's inlet air path assembly and removable air path foam were replaced due to preventative maintenance. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported the investigation was ongoing and a follow up report would be submitted when the investigation was complete. No follow up report is required.

Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a step during testing. The device's sensor board was replaced to address the issue.